Manufacturer narrative:
Haemonetics sent a field service engineer to evaluate the pcs®2 plasma collection system in order to check for any faults, the machine was found to meet specifications and did not have any defects which required repair. There was no evidence of a device malfunction found.

Event description:
On september 26 2020, haemonetics was notified of a donor fatality which had occurred within 24 hours of the donor's last plasma donation procedure, utilizing the pcs®2 plasma collection system . The plasma collection procedure was completed successfully, with no alarms or error messages encountered. The pcs®2 plasma collection system collected 825ml plasma and returned 500ml of saline per the routine procedure. The donor has completed 10 previous donations without any issues or reactions recorded. The donor was reported to have left the center in good health after completing the donation. Haemonetics was notified that an autopsy was performed and the cause of death was occlusive of the left anterior descending artery.